Event description:
It was reported that the customer experienced a low blood glucose (bg) level (36 mg/dl). The customer consumed sugar, maple syrup, and candy to treat the bg. The cause for the reported issue is unknown.